Event description:
It was reported that "the pump was rejecting the cartridges." Although requested, no additional information was provided by the customer. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned